Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced insulin flow block alarm event on (B)(6) 2024. The blockage was located at the tubing. The issue led to an increase in blood glucose level of 566 mg/dl and treated with correction bolus via pump. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6002636 have already been tested in the pr (B)(4) on 29/jan/2025. Flow test was performed. All test results were within specifications. And additional tests for the reference samples were documented for the malfunction occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded), visual inspection was performed under section 6.21. All results were found within specifications as per the test report. Device history record review: the lot[?]6002636 was manufactured according to the [?] Work instruction version 106 manufactured in the line 3, on 13/aug/2023, with a total of (B)(4) units. Trending: a query was run in database[?]on 17/feb/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6002636 and another 1 complaint have been registered in database for the same lot 6002636 and malfunction code. Conclusion summary of the related event: as a result of the following: no harm reported, no defect on tests returned samples, another 1 complaint received on the lot in question and malfunction code, no further actions are required, no non-conformance raised related to this complaint. Therefore, this issue will be monitored through the post market surveillance activities.